Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only event year is known. D6a, d6b. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 04.038m400sp, lot number: 90p8375, part manufacture date: 09-feb-2021, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 100mm - sterile product was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Further processing including sterilization is performed in monument where the part number converts to 04.038.400s. No monument operations were included in this DHR review. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna helical blade perf l100 tan (p/n: 04.038.400, lot number: 90p8375) was received at us customer quality (cq). Visual inspection of the complaint device showed severe scratches on the surface of the device likely due to the implantation and explantation, which was not related to the complaint condition. However, the reported condition for migration/pull-out could not be confirmed from the returned device, also no x-ray images were provided. No other issues were observed with the returned device. Functional test: a functional assessment was not able to perform on the complaint device. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: measured dimension: conforming . Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed ti tfna fenestrated helical blade: (current and manufactured) no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint was not confirmed since the reported condition could not be confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a tfna cut out occurred post-op. This report involves one (1) unknown nail head elem: tfna helical blade. This is report 3 of 3 for (B)(4).